Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that the right ventricular lead displayed pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.